Event description:
Bard x-stream laparoscopic irrigation tubing set with nezhat-dorsey trumpet valve, 5mm x 33cm probe tip with holes and cojoined suction/irrigation tubing, would not prime or pump properly. A new pump was also tried without success. A new tubing set was then obtained and functioned without issue.